Event description:
Patient (B)(6) has been using a glucose biosensor for the past 8 months to manage glucose levels as part of an employee based health benefit offered through his wife's employer (he receives his health benefits through his wife's health insurance plan). The original sensor (dexcom g7) which was used when he had a hba1c in the diabetes range provided accurate measurements of glucose levels. Once the hba1c decreased into the normal range, the sensor was changed to a stelo glucose biosensor by dexcom. These sensors (stelo glucose biosensor by dexcom) have been consistently unreliable compared to the dexcom g7 sensors. Approximately 75% of the stelo glucose biosensor sensors over the past 3 months have measured glucose levels of 20mg/dl higher than when measured by a finger prick at home test. The inaccurate readings occur whether the sensor is placed on the upper right or upper left arm. He purchased the freestyle blood glucose monitor one month ago because he wanted to verify that the stelo sensors were indeed misreporting glucose levels. Examples: stelo sensor reading 121; freestyle blood glucose reading 92 stelo sensor reading 147; freestyle blood glucose reading 113. (B)(6) 2026 freestyle blood glucose measurement on the same date and time as the stelo measurement = 113 mg/dl. (B)(6) 2026 freestyle blood glucose measurement on the same date and time as the stelo measurement = 92 mg/dl. Hypertension (elevated at ~140/90 with losartan and amlodipine treatment) hypercholesterolemia (within normal levels with atorvastatin treatment) benign prostatic hyperplasia treated with tamsulosin.